Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas leak due to damage to the helium packing. Their was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) had damage to the helium package causing a gas leak. Patient not involved and no harm reported. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse checked and found no distortion of the helium cylinder fixing part or stiffness of the fixing handle. The fse confirmed helium leak checks and manifold tests were conducted successfully. All functional and safety checks were conducted and the unit was returned to normal use.